Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose after a left superficial femoral artery interventional procedure using a 6f sheath. Reportedly, there were no issue with steps 1-3 and the ¿3¿ was completely visible in the window (click 3). However, during step 4 it was unable to depress the button (4) - unable to press button down. Bailout of the access ports was used to remove the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H11 correction: update to additional mfg narrative: 13 sterile/unused devices were received. On the pouch label: starclose se vascular closure system 6f (2.0mm), part# 14679-01 and lot# 4041641. Analysis was performed on the returned sterile devices: visual analysis: five of the 13 returned devices were inspected per the test plan. There was no damage noted to the sterile/unused devices. Functional analysis: all samples were successfully tested per the test plan. There were no anomalies noted.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to fire (trigger button could not be pushed) include, but not limited to; user technique (trigger/firing button pressed prior to full advancement of thumb advancer/slider, incorrect positioning of device). The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.